Manufacturer narrative:
(B)(4). Concomitant product(s): unknown oxford bearing, unknown oxford tibia. Report source, literature - emerson rh, alnachoukati o, barrington j, ennin k. (2016).the results of oxford unicompartmental knee arthroplasty in the united states: a mean ten-year survival analysis. Knee supplement to the bone and joint journal. 2016 oct;98-b(10 supple b):34-40., 30 september 2016. Pages 34-40. Http://bjj.boneandjoint.org.UK/content/98-b/10_supple_b/34. The reported event was unable to be confirmed due to limited information received from the customer. A review of device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in a journal article that a patient was revised due femoral loosening. No further information is available at this time.